Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was not impacted. Reportedly, the customer uses supplies for 3-4 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.